Manufacturer narrative:
Additional information was received that the patient was explanted due to ineffective therapy and needing an MRI. The patient is reportedly doing well following the explant. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's entire precision system will be explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70 serial#: (B)(4) description: enh st ld kit, 70 cm; model#: sc-3138-25 serial#: (B)(4) description: scs phiii ext 25cm.

Event description:
A report was received that the patient's entire precision system will be explanted.